Manufacturer narrative:
(B)(4). This complaint is for a low drain volume alarm with air in the patient line during the initial drain stage. The patient reported to seeing air in the lines. The patient is unaware of how the air got into the patient line. Therefore, the complaint was confirmed based of the patients' observation of air in the line, and the assignable cause was determined, because air in multiple lines (patient line) can cause a low drain volume alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting air in the patient line during a low drain volume alarm on home choice (hc). The technical service representative (tsr) assisted the home patient (hp) with ending therapy and the hp would start over with new supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the low drain volume alarm with air in the lines. The hp stated they tried to re-prime, but the air was still in the patient line. The hp stated he started over with new supplies and resumed therapy. The hp contacted his peritoneal dialysis nurse (pdrn) about the alarm and air in the line. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.